Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery device, battery oscillator device, 7/1/2022. Device history record review: a device history review was performed and no non-conformities were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear, which is normal wear over time. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the battery reamer/drill device would not run smoothly due to lack of lubrication. The device was visually inspected, and it was found that the device passed visual inspection. During the assessment it was found that the device would not run at all. The motor and electronic control unit (ecu) were measured, and it was determined that the ecu was short circuited. It was further determined that the device failed pretest for check for sticky trigger. It was noted in the service order that after a total hip arthroplasty surgery for a hip joint, it was discovered that the device did not activate. It was reported that although the battery device was replaced, the device did not activate; however, the oscillator device activated. According to the reporter, another surgery was scheduled for the following week and the battery reamer/drill was to continue to be used. It was reported that there were no delays in the surgical procedure and the surgery was completed successfully. It was not reported if a spare device was available for use. It was reported that the event did not affect the surgery directly. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.